Manufacturer narrative:
The impella cp was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported an (B)(6) female patient had impella cp pump inserted in the right femoral for acute myocardial infarction and cardiogenic shock (ami/cgs). It was reported the patient developed a hemorrhage at the right groin. As a result, the patient received 20 units of concentrated platelets, 10 units of fresh frozen plasma and 12 units of mannitol, adenine, and phosphate (map). No further information was provided.